Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was at end of service (eos). The patient stated they went to make an adjustment with the patient programmer, and it refused to do anything. The patient changed the programmer batteries and he encountered the eos message. The patient said they were told it would last 10 years. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the battery was at end of service (eos). Surgery to replace the battery was scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change and the patient left the ins on constantly. The patient said the ins must be replaced with a rechargeable unit. The patient mentioned they put fresh batteries in the programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. It was reported that the patient¿s device was explanted there were no further complications reported or anticipated.